Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died after they developed ventricular tachycardia (vt), arrhythmias, right heart failure, and heart failure approximately 12 days post left ventricular assist device (lvad) implant. On (B)(6) 2018, the patient acutely decompensated following runs of ventricular tachycardia (vt). The patient required administration of advanced cardiac life support (acls) medications, a temporary decrease in vad revolutions per minute, and increasing inotropic and pressor requirements. The patient appeared to recover and was weaned off some of the medications. However, the patient again developed vt requiring acls medications and chest compressions. The patient underwent placement of a temporary intracardiac microaxial blood pump due to severe right ventricle (rv)dysfunction. The patient continued to decline with pulsatility index (pi) events and poor flows on the lvad. Family decided to withdraw life support devices and the patient passed away on (B)(6) 2018. The cause of death was vt arrest and rv dysfunction.

Manufacturer narrative:
Corrections: product event summary: the pump was not returned for evaluation. The reported event could not be confirmed via log file analysis since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction of the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.